Manufacturer narrative:
(B)(4): physio-control's initial device eval was unable to duplicate the reported failure. Physio continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would randomly lose power with known good batteries. There was no pt use associated with the event.